Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implantation procedure, a posterior capsule tear occurred when the iol was injected into the eye. The iol was then cut into pieces and removed from the patient's eye, and implantation of another iol was performed successfully. Additional information has been requested.